Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/09/2017 - correction to serial #.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: review of the black box data revealed several power on reset events recorded on (B)(6) 2016. On investigation, the pump powered on without any power interruption duplicated. The battery cap maintained connectivity throughout investigation. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.